Event description:
The pt had a PICC line placement in the right arm with a doppler assist. The introducer was inserted and the needle was withdrawn with the introducer sheath inside the vein. As the catheter was advanced, resistence was met. The procedure was stopped and the introducer sheath was withdrawn. The needle was inspected and the outside layer was missing. Pt was taken to radiology for successful removal of the needle / introducer device.